Manufacturer narrative:
On may 6, 2020, it was noticed the following was erroneously omitted from the previously submitted report: section e1: "initial reporter country code" should have been USA. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a (B)(6) year-old caucasian female patient who underwent breast implant surgery with mentor medical devices (siltex high profile xtra 765cc, date of implant (B)(6) 2009) has experienced bilateral acquired deformity, bilateral deflation, and left breast surgical revision for implant migration in which the implant was reused. As per the patient¿s report, a couple weeks after surgery the patient had undergone a revision of the left breast due to the breast implant migrating to the side underneath her armpit when she laid down. After surgery, the implant still did hold in place. When the patient flexes she could see a line across her chest. She alleges that both implants are leaking and thus her implants are palpable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.